Event description:
As reported, the doctor performed a transurethral laser lithotripsy of ureter and renal pelvis on the patient for stone extraction. When the basket of the ngage nitinol stone extractor was opened, no obvious wire breakage was found at the head of the basket. After grabbing the stone under endoscopy, the basket was withdrawn and a basket wire was found "broken". There was no harm to the patient. Additional information has been requested. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
E1- name and address: address: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4, d9 - device not available for evaluation, h3: device not returned to manufacturer, h6: medical device problem code (annex a). Investigation evaluation: as reported, the doctor performed a transurethral laser lithotripsy of ureter and renal pelvis on the patient for stone extraction. When the basket of the ngage nitinol stone extractor was opened, no obvious wire breakage was found at the head of the basket. After grabbing the stone under endoscopy, the basket was withdrawn, and a basket wire was found "broken". There was no harm to the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR found no non-conformances related to the reported failure mode. A review of complaint history records two other lot related complaints received from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. Based on the available information, no product returned, and the results of the investigation, cook has concluded that the cause for the complaint could not be established. Basket on the information supplied by the customer, one of the basket wires broke during use. It is possible that excessive force was applied to the device, or the basket wire contacted a laser or other electrified device. No information was known related to the procedure to conclude that either of the two possible causes occurred. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.